Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: 09-sep-2020, event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The patient reported that she was in a car accident in august. She confirmed that the car accident was not caused by the interstim ii implant and indicated that she had that implant inserted due to normal battery depletion of the previous battery. She reported that the car accident caused the "it" to break away from the nerve. She noted when this occurred, the implant wasn't working anymore to control her symptoms. The patient reported that the reason for the MRI was to address the car accident. No further complications were reported or are anticipated.